Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. Device evaluation of monitor (B)(4) is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly found deceased in his home by the fire department. Review of the download data indicates that the patient entered asystole, which is considered a non-life sustaining rhythm. The patient received two shocks during asystole. Oversensing contributed to the detection. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in asystole at the time of the shocks.